Event description:
Surgeon removed the shell intraoperatively after he has realised that the shell position was too flat. By retrieving the shell it broke apart. Surgeon used a new one and placed the shell in the correct position.